Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial# (B)(6) product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was yesterday patient charged the implant and went to turn stim off for the night. It would not take patient there. It only said connect and reconnect. Patient mentioned they slept with stim on last night and it was horrible. Patient spoke with the manufacturer representative (rep) today and tried everything they could think of and could not make it go to those letters. The representative suggested patient call medtronic. On the call instructed patient to use the communicator. The green light was on. Instructed patient to go into the mystimrc app and tap connect. It said turn communicator over to locate the serial number. Patient said they had already done all that. Had pt enter it manually. Pt could not connect. Had patient reset the communicator and restart the handset and try again. Patient got no device found. Had pt use their recharger and recharging app showed ins was at 70%. Reviewed patient could turn stim on/off with recharger if needed. Offered pt to call them back the next day to try using the communicator again because pt seemed to be frustrated. Pt agreed. Attemp ted to call patient back but could not get through to leave a vm. Rep called with the patient (pt) on the line. Unable to connect the communicator to the handset. Request was sent.